Event description:
It was reported that during a therapeutic ureteroscopy with laser the tip of this stone cone detached and was retrieved. The case was completed with another stone cone with no pt complications.